Event description:
It was reported that (2) hdh05 were used with hp053 during a laparoscopy colectomy procedure. It was reported by the affiliate that the device made an error alarm. Opened another device to complete the case. There was no consequence to patient.